Manufacturer narrative:
There was no button error alarm noted. There was intermittent button response due to moisture damage on keypad traces. There was minor scratches to the lcd window, cracked case near the display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.